Event description:
Caller reported that their pump screen was dark and wouldn¿t turn on, with the quick bolus/wake button being difficult to press, requiring multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer on troubleshooting steps, including pressing the button firmly and connecting the pump to a power source, which temporarily resolved the issue. Despite this, the pump would not function without being plugged in, leading to a decision to replace the pump. The customer was informed on the procedure for returning the malfunctioning pump and was assured a replacement with updated software would be shipped with delivery needing signature. Caller was instructed to allow the battery to deplete before returning it and to continue using the pump while it remained plugged in until the replacement arrived.